Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had an increasing threshold, high impedance, and a possible fracture. The lead had a possible fracture. The lead had a polarity switch occur approximately four months earlier. The lead remains in use in unipolar configuration. No patient complications have been reported as a result of this event.